Manufacturer narrative:
The initial reporter phone number provided is (B)(6). The reported issue was confirmed. The root cause of the reported issue could not be identified. Visual evaluation of the returned sample noted one opened small arctic gel left chest pad present with no original packaging. One photo was received for evaluation. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of the connector. Tubing for the pad noted no kinks present. Hydrogel layer had separated from the pad surface and adhered to the liner. Small patches of hydrogel remained on the pad surface. The photo also confirms this issue as it shows hydrogel adhered to the release liner in one part of the pad and peeling away from the edge in another part of the pad. No crushed dimples or signs of overlamination in the pad. The instructions-for-use were reviewed for this investigation and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: "place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion." A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. CAPA # 9743815 has been opened for this failure. Refer to the CAPA for further action. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the gel had come off the arctic gel pad. The incident occurred before use.